Event description:
It was reported that the procedure was performed to treat a moderately calcified and heavily tortuous lesion in the left anterior descending artery (lad). Pre-dilation was performed using a 1.5x12mm and 2.0x12mm minitrek balloon dilatation catheter (bdc). A 3.00x38mm xience sierra drug-eluting stent (des) was deployed at the target lesion; however, after deployment a distal end dissection was noted. The dissection was treated with a 2.75x15mm xience sierra des and the procedure was completed. There were no adverse patient sequela nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.